Manufacturer narrative:
Update to b2 and d2. Reported event: it was reported that "scrubs have been noticing a black substance coming off the saw attachments where it inserts into the mics power attachment case type: tka". Product evaluation and results: product was not inspected as the product was not returned for evaluation. Product history review: 1. Review of device history record indicate that (B)(4) were manufactured under lot 35101218 and 37 accepted into final stock on 01/15/2019. No non-conformance was identified in the process. 2. Review of device history record indicate that (B)(4) were manufactured under lot 35101218 and 9 accepted and 1 rejected on 01/19/2019. Review revealed that the non conformance is not related to the failure alleged in this complaint. 3. Review of device history record indicate that (B)(4) were manufactured under lot 35101218 and 1 accepted into final stock on 08/24/2019. No non-conformance was identified in the process. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 212186, lot number35101218 shows no additional complaints related to the failure in this investigation. Conclusion: per preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. H3 other text : device not returned.

Event description:
Madigan scrubs have been noticing a black substance coming off the saw attachments where it inserts into the mics power attachment. Case type: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Madigan scrubs have been noticing a black substance coming off the saw attachments where it inserts into the mics power attachment. Case type: tka.